Event description:
<P>it was reported that a pump declared an altitude alarm. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was following precautions to prevent altitude alarms, and technical support resolved the issue by deciding to replace the pump. There was no additional action regarding loaner pumps as the customer declined interest.</p>